Manufacturer narrative:
It was reported that the d series light head was damaged where the light head meets the cardanic. A stryker field service technician (sfst) was dispatched for investigation. The sfst observed two missing fasteners, also known as bolts, out of four that secure the light head to the cardanic. While looking inside the light, the investigation revealed that all bolts and washers were present, but were loose within the cavity of the light head. The loose screws placed force on the light head body that caused the light head damage. The age of the halogen light system combined with use and unauthorized maintenance are believed to have caused the damage to the bolts. The bolts were reinstalled and the light system was placed back into service. There was no patient involvement, injuries or adverse consequences.

Event description:
It was reported that the d660 light head is cracked where it touches the cardanic.